Manufacturer narrative:
No analysis was performed by philips; however, remote customer care communicated with the customer who confirmed that there was no sound produced on the device. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. The issue was resolved by providing the customer with a replacement speaker assembly. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the speaker was defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.